Manufacturer narrative:
Customer is not questioning any assays or patient results. System check and controls were within specifications. On (B)(4) 2011 the fse was on site to perform a pm and peltier replacement. After completing the peltier and pm procedures, smoke was generated once the customer ran samples. Fse shut down the instrument after noticing the smoke. Fse traced the short back to the analytical module power harness. Fse replaced the power harness and verified system performance to published specifications. Hardware has been determined to be the root cause.

Event description:
A beckman coulter inc. (Bci) field service engineer (fse) contacted hotline to report an electrical burning smell and smoke emitted from an access2 immunoassay analyzer following a preventive maintenance. The unit was shut down after noticing the smoke. No injury was reported to any user.